Event description:
Pt sample collected in ethylene - diamine - tetraacetic acid anticoagulant, was tested for abo and d on the abs2000 instrument. The sample, a group b+ typed as o+. This event represents a believable, but incorrect abo type. A falesly negative results was obtained in cell (forward) tests with anti-b and falsely positive results was obtained in serum (reverse) tests with b cells. The error was detected because instrument results did not match the pt's historical type of record.